Event description:
Boston scientific received information that prior to an intended device replacement procedure, interrogation of this left ventricular lead displayed high out of range impedance measurements and was not capturing in any pacing configuration. A decision was made to further evaluate this issue prior to the device replacement procedure. The device was programmed to vvi back up pacing mode at 35 bpm. No adverse patient effects were reported.

Event description:
A revision procedure was performed. An x-ray revealed the lead remained in the appropriate position. The patient did not recall any situation that would have caused the lead to dislodge or an injury. After the pocket was opened, connections were verified. This lead was removed from the header. Measurements with the pacing system analyzer revealed similar high out of range impedance measurements and no capture in either unipolar or bipolar configurations. A decision was made to surgically abandon this lead and replace it with an epicardial lead at a future date. During the procedure, the device was also replaced and the left ventricular port was plugged. Post procedure atrial and right ventricular measurements were acceptable. No adverse patient effects were reported.

Manufacturer narrative:
As this lead was abandoned, boston scientific cannot confirm nor deny this reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained. Ten months later, during a aortic valve procedure, a left ventricular epicardial lead was successfully implanted. This lead remains surgically abandoned and no return of product is intended. No adverse patient effects were reported.

Manufacturer narrative:
When additional information becomes available, this event will be updated.